Manufacturer narrative:
This submission is connected to MDR submission name: (B)(4). No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. The most likely cause(s) of this type of event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears, unlocking and advancing the second insertion spear before removing the first insertion spear fully from the delivery cannula, excessive friction when pushing the sliding knot, and/or excessive force to the suture during tensioning or suture slack removal. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Devices discarded by the facility.

Event description:
It was reported that during a left acl repair with meniscal repair, the first and second implants of an ar-4502 were deployed. When the knot was tightened the first implant pulled out. It was retrieved. The second implant from this cinch remained in the patient and was not secure. This was replaced with an ar-4500 and the case was continued. Both implants from the ar-4500 were deployed correctly. When the knot was being pushed the suture cutter cut the suture prematurely on the ar-4500. The suture was held with a grasper and a knot was tied to secure the implants. The implants are secure but the construct is not as tight as desired. Another ar-4500 was used and both implants deployed but when the knot was pulled tight the suture snapped. The surgeon removed all of the loose sutures with a shaver. Both implants were un-retrieved and they are not secure. Another manufacturer's product was then used and the case was completed.